Event description:
While the surgeon was using the davinci mega suturecut needle driver, he noticed that one of the wires had frayed and the device was not working properly. This item was removed from the field and replaced with a different one.